Manufacturer narrative:
Investigation: data analysis performed on inr results provided by customer. No strip lot information provided nor product expected to return. Customer utilized venous sample on unit. Non-validated sample may lead to incorrect interpretation of inratio/inratio 2 system result. Be advised to utilize fresh capillary blood or fingerstick sample on unit. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2012, inratio: 6.3, reference 2.2, 2.2, mean: 3.57, confidence limits: 2.0 - 5.0. The mean of the inratio meter and comparative system inr were calculated. Inratio values fall outside the limits, so the criteria are not met and the values are discrepant beyond the documented variability for pt/inr testing. No strip lot information provided nor product expected to return. No further investigation will be pursued at this time. Conclusion: analysis of the client's data from inratio and reference tests revealed that the test result comparison did not meet accuracy criteria. Improper technique was identified in the complaint. This could not be ruled out as a cause of the unexpected results. No strip lot information was available for further action. Trend analysis is not required due to no strip lot information provided. This issue will be subject to tracking and trending.

Event description:
Caller alleged discrepant inratio inr result in comparison to the reference point of care (poc) inr result and the laboratory inr result. Results are as follows: date: (B)(6) 2012, inratio inr: 6.3, poc inr: 2.2, laboratory inr: 2.2. The time between testing was within one hour and venous blood was applied to the test strip. Therapeutic range was not provided for the patient. There was no reported adverse patient sequela. There was no additional information provided.